Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/ check te pad messages) has been confirmed. Upon investigation, the heat shrink tubing was parting from the pulse wires, causing a short in the distribution node (dn). The cause of the test failure was the shorted pulse wires in the dn. The cause of the shorted pulse wire was the parting heat shrink. The root cause of the parting heat shrink was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages and "check therapy pad" messages.